Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat shoulder pain. The patient had a pre-existing neurostimulation system from a different manufacturer that was treating that same location and the nalu system was implanted to replace that prior system. No trial phase was conducted with nalu due to the presence of a different system. During activation of the nalu system it was noted that the patient was very sensitive to the stimulation but was unable to get good pain relief with sub-perception programming. On (B)(6) 2025 a surgical revision was performed to move the existing leads to a slightly different position to reduce sensitivity and improve pain relief.

Manufacturer narrative:
The symptoms reported by the patient were present immediately upon activating the system, seeming to indicate that the initial placement of the leads may have been the cause. Imaging was reviewed and showed no change in position of the leads between initial implant and later activation, indicating that no migration had occurred.